Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that the lead was defective out of the box. While intra-op and the health care provider (hcp) was placing the lead, it appeared that the lead tip was broken and or missing and blood was getting inside the lead tip. When the lead was wiped the blood was wiped off of the outside of the lead, but it appeared as though there was blood inside the tip. The manufacturer representative and hcp had not seen blood appear within the tip of a lead before, so they took the precaution of using a new lead. The manufacturer representative had the lead to return. The lead was replaced and the patient was fine. No symptoms were reported. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation, fecal incontinence, and gastrointestinal/pelvic floor.

Event description:
Additional information received from the manufacturer representative reported that the lead was shipped on 2016-03-30.

Event description:
Additional information received from the manufacturer representative reported that they would mail the lead back and were in need of a mailing kit to send it in. The manufacturer representative would order the mailing kit this week and send back the lead as soon as possible.

Manufacturer narrative:
Analysis of the tined lead (va11m36) found no anomaly. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.